Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient's lifevest was cutting into her skin and it caused a red and raw irritation. The patient also reported that she has difficultly wearing the lifevest on her shoulder due to prior chronic shoulder pain. Field services remeasured the patient, provided larger garments, and assisted with garment fit/comfort. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed nystatin for the irritation. Follow up indicated that the prescription helped the skin irritation to improve.